Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No reprogram alarm was noted. The pump had cracked case at display window corner, cracked display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated the high readings with a manual injection. The customer stated that the pump gave her a button error and she was not able to clear it. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.